Event description:
During outpatient dialysis treatment, air in line alarm activated and pt's catheter dressing found to be saturated with blood. Arterial line noted to be longer than venous line. Treatment stopped and pt sent to ER. Catheter believed to be removed in emergency dept the next day. Unable to provide lot # as this info is unavailable.